Event description:
It was reported that: the patient was induced intravenously and intubated. An isoflurance vaporizer which was connected in a non-active parked position on the side of the anesthesia machine was set to deliver 2 to 2.5% isoflurane. The anesthesia was reportedly being performed by a resident. An agent analyzer was reportedly in use. At approximately three hours in to the case, the attending anesthesiologist entered the operating room and noticed that the patient was not being properly anesthetized. The attending turned on a sevoflurane vaporizer, which was in the active position on the anesthesia machine, and the patient's elevated blood pressure and heart rate returned to normal. The procedure was completed. The patient was reported to have post operative recall of the procedure. It was reported that the patient received psychiatric postoperative therapy.